Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the high flow insufflation unit had power outage and alarm sounded. The issue occurred during set up. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: front panel lights off a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.